Event description:
The customer reported the system stopped working during the surgery with a system message displayed. One pt was under anesthesia and the procedure was concluded using a manual technique. Add'l info received stated the surgeon was removing silicone oil. The pt has not been seen post operative by the surgeon and it is unk if add'l surgery will be required. Sixteen cases were cancelled. No pt harm was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the transducer to mitigate the problem reported. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).